Manufacturer narrative:
H11: the actual sample was not returned; however, the device was evaluated on site by a qualified technician. The machine was observed to be fully drained of power. Power was restored and all functional tests performed passed. The machine operated as intended. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the reported screen issue was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with a prismaflex st150 set and a prismax machine, the machine had an "ongoing issue with the touchscreen being unresponsive". Treatment was discontinued two times. The set was replaced each time, and the extracorporeal blood was not returned to the patient in either instance. The volume of blood loss was "less than 50ml". There was no report of serious injury or medical intervention associated with this event. No additional information is available.